Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number 3006705815-2021-00692. It was reported that the patient had high impedances on all lead contacts except for 1, 2, and 6. The patient reported having multiple falls prior. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead were explanted and replaced on feb 25, 2021. The patient has effective therapy post operatively.